Manufacturer narrative:
(B)(4). Unit passed the self test and displacement test. No unexpected alarms occurred during testing. Test p-cap locked into reservoir tube successfully. Unit successfully download to thus. The history download confirmed pump error 3, 42 and 54. Pump error 3 was found on (B)(6) 2022 at 15:40:11.000 (line number 2803, file number 2002). Pump error 42 found on (B)(6) 2022 at 15:40:13.000 (line number 457, file number 13). Pump error 54 found on (B)(6) 2022 at 15:40:09.000 (line number 1421, file number 32122, esf#esf3010978). Motor was tested outside of the device and no alarms noted during testing. Pump was cut open and no physical or moisture damage noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay. In summary, customers alleged pump error 3 was confirmed through the pump history download due to software anomaly found on (B)(6) 2022 at 15:40:11.000. Alleged pump error 42 confirmed through pump history download due to dried insulin on motor found on (B)(6) 2022 at 15:40:13.000. Alleged pump error 54 confirmed through pump history download due to software anomaly found on (B)(6) 2022 at 15:40:09.000. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump error alarms. Customer able to successfully clear the alarm. Customer able to complete rewind. Insulin pump was pass in self test. No harm requiring medical intervention was reported. The device will be returned for analysis. The customer will discontinue to use the device.